Event description:
It was reported that there was a single out of range impedance measurement of 200 ohms, and noise on the right ventricular (rv) lead . The patient is currently three months pregnant. The device remains implanted and in service. No adverse patient effects reported. Additional information was received that surgical intervention was performed on this right ventricular (rv) lead . The lead was capped/abandoned, and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery this device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a single out of range impedance measurement of 200 ohms, and noise on the right ventricular (rv) lead . The patient is currently three months pregnant. The device remains implanted and in service. No adverse patient effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.